Event description:
It was reported that the device does not start up correctly and is free from critical errors, can not operate on ac or battery power and can not recharge the battery, can not generate an control negative pressure, generates alarms under expected alarm conditions and there is no sign of electrical overheating or enclosure failure which could lead to direct user contact with live electrical parts, due to device failure "4006". No case involved.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The 4006 error message is not an indication of a product defect. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the device showed device failure 4006 and therefore cannot start correctly. No patient involved.